Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
An unknown trac tibial bearing has been indicated for replacement due to instability and recurring dislocation of the prosthesis due to wear of the polyethylene tibial bearing. No further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral ccomponent; unknown tibial component. It is unknown whether the device will be returned for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an total left knee arthroplasty on unknown date. Subsequently considered for a revision for unknown reasons. No additional information is available at this time.